Manufacturer narrative:
It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Additionally, the customer stated the lens was loaded with the j&j emerald injector. Our lenses are intended to be used with zeiss specific accessory support devices. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: -lens placement technique. -loading strategy. -accessory device support. -poor handling during folding and inserting. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
After implantation, using the yamane technique, the CT lucia 602 lens titled. The doctor plans to explant the lens.